Event description:
It was reported that the patient experienced ineffective stimulation. X-rays confirmed that the patient's lead had migrated. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.